Event description:
The patient fell on the back of his head. There is no swelling above the implant site and no sign of trauma anywhere on head. The patient has no hearing after the reported event. Re-implantation is considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.